Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying transfer status messages, "c-move" error and failed to transfer when the customer was attempting to download exams from the picture archiving and communication system (pacs) server. The manufacturer representative (rep) stated that customer was able to download exams after clearing status messages and relogging into application. During troubleshooting, the rep downloaded several exams both wired and wirelessly and could not duplicate status messages. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0: h3, h6: multiple fdd/annex a codes were reported. A13 was coded for failed to transfer. A1102 was coded for displaying transfer status messages, "c-move" error. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that the reported issue was not a software issue. The logs were reviewed. Logs captured a failure during a digital intercommunication of medicine (dicom) c-move operation to transfer an exam over the network, due to an 'outofr esourcessuboperations' error. The system was unable to establish a connection with the storage destination (scp), resulting in a failed dicom association. The log included error code '732', indicating a received c-move response with an error status. Additionally, a 'tcp initialization error' with the message 'connection refused' was recorded, suggesting a network connectivity issue. Codes: b01, c19, d14 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.